Event description:
Customer alleged they have been getting complaints from the operating room that the sterrad is causing the lens in their scopes to turn foggy and unclear. The asp clinical education consultant (cec) explained to the customer that she needs to check on the decontamination process that the operating room is doing before they send the scopes down for processing. The operating room director claims that both the st200 and the stnx are causing damage to their scopes. The customer spoke with the device MFR and confirmed scope compatibility with the nx. The customer stated the following: perhaps moisture leaked through the seal; a possibility that during the operating procedure, the device was damaged causing moisture to leak through the seal; there was no cancellation during the cycle; followed their usual cleaning procedure; after it was sterilized, operating room staff opened the wrapped device and reported the lens as unclear/foggy. At this time it is unsure what caused the lens to be foggy or unclear. Customer indicated there were no pt injuries.

Manufacturer narrative:
Reference MDR#: 2084725-2009-00321.